Event description:
It was reported that the recharge interval occurred more frequently. A revision was required and the battery was replaced. It was further reported that there were no patient symptoms or injuries related to this event and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no anomaly. The device performed according to specifications. Testing of the recharge function of this ins found it to be functioning normally. The battery charged with 100% coupling. The ins was recharged to full. The returned ins battery lasted approximately 12.7% less time than a new battery, which was in the normal range for a used battery of this age.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.